Event description:
Received phone call from (B)(6) manager at (B)(6), asking for information on where the loan kit they used the day before, she informed me that an instrument on the kit came contaminated from another hospital, inside a t- handle. Item was noticed to be contaminated when setting up case in theatre, scrub nurse passed off instrument, informed surgeon who wasn't sure if it was rust or contamination from another patient. Rep in attendance did not observe the item, and did not know about the event at the time. I informed the hospital that I did not know the history of the loan kit, and passed on contact details for our operations lead. The hospital also requested to obtain training on the items known to harbour contaminants, so there staff know where to look.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Cleaned at hosp. Returned with loan kit to operations.